Manufacturer narrative:
The filter remains implanted; therefore, not available for eval. The event investigation is currently underway.

Event description:
It was reported that during a routine follow up, a CT scan was performed and one of the filter 'struts' had fractured and four other filter limbs were seen beyond the vessel lumen. No surrounding hematoma was seen to suggest an acute abnormality. Reportedly, the pt went to another facility for an attempted filter retrieval. Further info is still pending.

Manufacturer narrative:
Additional information received: approximately one month after identifying the alleged fracture, a filter retrieval attempt was performed. The findings from the radiology re port state' "ivc filter is located below the renal veins and showed fracture of some of the legs and other legs are seen outside the inferior vena cava". The retrieval attempt was unsuccessful. It should be noted that the patient alleges that a detached filter limb migrated to his heart. In spite of several attempts, to date, that information has not been verified or confirmed by the hospital personnel, the medical records or in the images provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number the event investigation is currently underway.

Manufacturer narrative:
The filter remains implanted; therefore, a sample evaluation could not be performed. However, three cds containing various types of images (CT, x-ray) and records were received and reviewed. Based upon the image review, the investigation results are confirmed for filter tilt and perforation, detachment of component is inconclusive definitive root cause is unknown. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters there have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques potential complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to. Filter fractures are a known complication of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings," "precautions,' or "potential complications" sections of the instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 09/2010.

Event description:
It was reported that during a routine follow up, a CT scan was performed and one of the filter 'struts' had fractured and four other filter limbs were seen beyond the vessel lumen. No surrounding hematoma was seen to suggest an acute abnormality. Reportedly, the patient went to another facility for an attempted filter retrieval. Additional information received: approximately one month after identifying the alleged fracture, a filter retrieval attempt was performed. The patient's operative notes for the attempted retrieval state: "the cavagram and fluoro demonstrated that the filter was tilted, demonstrating that the hook was in close contact with the inferior vena cava". Additionally, the findings from the radiology report state: "ivc filter is located below the renal veins and showed fracture of some of the legs and other legs are seen outside the inferior vena cava". The retrieval attempt was unsuccessful. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated approximately one-half vertebral body width upon implantation, tilted and embedded in the wall of the ivc; struts detached and perforated into retroperitoneum. The device has not been removed after an attempted but the removal procedure was not mentioned. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were provided for review. Based on the image review, the alleged fracture could not be confirmed from the available images. However, the CT images did show that the filter appeared tilted, with the filter sleeve against the caval wall and at least one filter limb appears to be outside the ivc column. Therefore, based on the provided image review, the investigation is confirmed for filter tilt and perforation of the ivc. However, the investigation is inconclusive for limb detachment. Medical records were provided and reviewed. The ivc filter migrated approximately one-half vertebral body width upon implantation but did not move following observation beyond that. Approximately 1.5 years post implant, a CT showed the ivc filter below the level of renal veins and had not migrated. It was slightly tilted towards the right side. One of the struts on the left side appear to have fractured and 4 of the struts on the left side also appear to extend extraluminally beyond the ivc. Approximately a month later, an unsuccessful attempt was made to retrieve the filter. A cavogram and fluoro demonstrated that the filter was tilted demonstrating that the hook was in close contact with the wall of the ivc. A CT scan sometime later, showed the filter to be firmly implanted into the vena cava wall with several struts protruding into the retroperitoneum. Therefore, based on the provided medical records, the investigation can be confirmed for filter tilt, perforation of the ivc, retrieval difficulties and unintended movement. However, the investigation is inconclusive for limb detachment as the medical records indicate that one of the struts on the left side "appear" to have fractured. Per the medical records, the filter was tilted and an unsuccessful attempt was made to retrieve the filter. Therefore, the filter tilt could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 09/2010.

Event description:
It was reported that during a routine follow up, a CT scan was performed and one of the filter 'struts' had fractured and four other filter limbs were seen beyond the vessel lumen. No surrounding hematoma was seen to suggest an acute abnormality. Reportedly, the patient went to another facility for an attempted filter retrieval. Additional information received: approximately one month after identifying the alleged fracture, a filter retrieval attempt was performed. The patient's operative notes for the attempted retrieval state: "the cavagram and fluoro demonstrated that the filter was tilted, demonstrating that the hook was in close contact with the inferior vena cava". Additionally, the findings from the radiology report state: "ivc filter is located below the renal veins and showed fracture of some of the legs and other legs are seen outside the inferior vena cava". The retrieval attempt was unsuccessful. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated approximately one-half vertebral body width upon implantation, tilted and embedded in the wall of the ivc; struts detached and perforated into retroperitoneum. The device has not been removed after an attempted but the removal procedure was not mentioned. The current status of the patient is unknown.